Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and it appeared that the damage occurred during use. One 4 fr s/l groshong PICC was returned for investigation. The stylet had been removed and the two-piece connector was attached and secured to the 4 fr tubing. The 39 through 52 cm depth marks were partially worn from the tubing. A functional test revealed a spraying leak between the 38 and 39 cm depth marks. A microscopic examination of the leak site revealed an uneven split in the circumferential direction. The adjoining surfaces of the split tubing were microscopically examined and were noted to be granular. Impressions on the external surface of the tubing in the circumferential direction were found in the blue stripe adjacent to the split. The catheter was pitted at the other end of the circumferential impression. It appeared that the catheter was damaged from an external source, such as a securement device or other source that was adjacent to the tubing. Due to the evidence of use and evidence of mechanical damage, the observed damage was considered use related. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps and forceps.¿

Event description:
It was reported that, after hearing the pump alarm, the nurse went to the room and found a leak about 10cm distant from the puncture site. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported that, after hearing the pump alarm, the nurse went to the room and found a leak about 10cm distant from the puncture site. No patient injury was reported.